Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a hole in the outer tube attributed to fatigue and wear at fold; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Both cylinders had wear at fold in cylinder body. Both cylinders were functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak at the pump kink resistant tubing (krt) attributed to fatigue and wear to the filament; a hole was present. The damaged tubing was removed. The pump was functionally tested and performed within specification. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis concluded that identified fluid loss in the krt was the most probable cause of the reported inflation issue. Product analysis confirmed the reported events.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to the device not inflating from a presumed pump issue; auto-inflation was also reported. The patient was reported to be well following the procedure.